Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reports at 20 false negative results. Confirmed by pcr at another location. Unknown if patients are symptomatic or asymptomatic. Report 1 of 20.